Event description:
Silicone gel implants removed which were inserted after augmentation in 1982. Pt complaints of change in feel of right breast with pain on the side. MRI suggested bilateral intracapsular ruptures. At removal, notation of extravasation and adhesion to chest wall requiring cauterization. Unk MFR or implant date; info very limited. Change of shape noted.